Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. Troubleshoot for high blood glucose reading was not completed. Customer felt nausea and his guts was horrible. Customer did not the sensor was out for 2-3 days. Customer current blood glucose reading was 120 mg/dl. Customer blood glucose reading at the time of the incident was 600 mg/dl. Customer blood glucose reading reduced after changing the infusion set but still felt nausea and bad symptom from their guts. Customer will call their healthcare provider for the high blood glucose reading. Customer treated their high blood glucose reading with insulin pump. Additionally, customer will go to the emergency room. Infusion set will not be returning for analysis. Insulin pump will not be returning for analysis.